Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error message on the patient side during a procedure. There was no report of patient injury. Follow-up communication with the third party service provider on april 20. 2016 revealed that the error occurred on the patient side, which was not initially reported. The service provider stated that the perfusionist manually turned the pump during the procedure to keep it going, so there was no patient issue. The patient bridge was replaced and the third party service provider is waiting for the facility to send the device to them. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t dislayed an error message on the patient side during a procedure. There was no report of patient injury.